Event description:
It was reported by the aci vascular closure specialist that a male patient underwent an interventional coronary procedure on (B)(6) 2013. Peri-procedure, the patient was anti-coagulated with angiomax. Following the procedure, the physician who is a trained user selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was inserted into the procedural sheath and the balloon was inflated until the black marker was fully visible on the inflation indicator. Then the device was pulled back to bring the balloon to the arteriotomy and the device came out from the tissue track including the sheath. The patient was converted to manual compression for less than 30 minutes at which time hemostasis was achieved with no further complications noted. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device revealed that the shuttle was engaged to the handle. The device as received had a balloon with a severly inverted tip, and the inflation indicator was extended approximately 2 mm. The inverted balloon indicated significant tension was applied during pull back. The balloon from the returned device was inflated with fluid to determine if there was any presence of leak in the balloon or any part of the catheter; no leak was observed. The inversion was recovered and te balloon was verified in a go/no go gauge to be within the 5.75 - 6.15 mm specification. The review of the lhr (lot f1305802) indicated that the device lot met all established performance criteria prior to shipment. Based on the information received and the investigation performed, the cause of the reported device pull through was significant tension during pull back. Over tensioning the device when pulling back the catheter can cause the balloon to pull through the arteriotomy .